Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she was hospitalized and went into diabetic ketoacidosis. The customer stated that the pump read motor error when she rewound the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.